Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient complained of pain a few weeks following the procedure. The surgeon determined that the superior positioned implant was positioned too cranially above the ala line causing pain. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned implant using chisels. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.